Event description:
Related manufacturer report number: 2017865-2022-46909. It was reported that the patient presented for in-clinic follow-up. Upon device interrogation, both the right atrial (ra) and right ventricular (rv) leads exhibited dramatic increases in pacing impedance and capture thresholds. Over-sensed noise was also apparent on the rv electrograms, which resulted in pacing inhibition. The patient was scheduled for lead replacement on (B)(6) 2022, and the ra lead was successfully explanted. The rv lead was capped and replaced. There were no adverse patient consequences.